Event description:
It was reported that a user experienced hypoglycemia while commuting, delayed treatment for approximately 35 minutes, then treated with an estimated quarter glass of orange juice and subsequently experienced hyperglycemia up to 320 mg/dl; the pump had previously corrected a postprandial high automatically. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included hypoglycemia treatment and no follow-up requested without hospitalization. Customer care provided troubleshooting and education regarding appropriate fast-acting carbohydrate dosing for low, urgent low soon, and urgent low, and reinforcement to carry glucose tablets. Investigation of this case revealed user overtreatment of hypoglycemia following a treatment delay, with subsequent rebound hyperglycemia while device functionality and infusion set use were not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia leading to overtreatment rather than a device malfunction.

Manufacturer narrative:
Initial.